Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Implant did not release from driver. Driver was removed, another one was used and another implant was placed in the same surgery. Tooth location 24.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Unknown biomet driver was not returned. Since the unknown biomet driver has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the product family (IFU/rmf). Documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018 information identified: "warnings and precaution" DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown biomet driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number or lot number could not be conducted for the unknown biomet driver. Therefore, based on the available information, device malfunction could not be verified for the unknown biomet driver. The reported event was non-verifiable for the unknown biomet driver. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.